Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: the reported driveline fault alarms were confirmed via the submitted log file. Based on past experience with the hmii lvas and similarly reported events, the driveline fault alarms captured within the submitted log file could be indicative of an issue with the driveline; however, no product was returned for evaluation. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported gi bleeding, as well as a specific cause, could not conclusively be determined through this evaluation. The account communicated that the patient presented to the emergency department for gi bleeding. An egd revealed active blood percolating from above the oropharynx with concern for nasopharyngeal bleed. Moderate gave was seen in the patient¿s stomach after rfa. Ent was evaluated and no oropharyngeal bleeding source was found. The patient¿s hemoglobin is reportedly stable, and he will continue humate. Additionally, upon review of the lvad history, driveline faults were observed. The driveline faults persisted following a controller exchange. Abbott technical services was onsite 02oct2019 for a driveline repair; however, the external portion of the driveline was not replaced due to the phase interrupter test indicating that the red wire was compromised. It was later communicated that there were 2 compromised wires. The patient is reportedly not a surgical candidate and no intervention was performed. The patient is currently at home. Since no product was returned and no photographs depicting the wire damage were submitted, the damage revealed during the phase interrupter test could not be confirmed. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further complaints have been made at this time. The submitted log file contained data from (B)(6) 2019 and captured sustained driveline fault alarms, comprising the majority of the captured events. During these events, the yellow wrench advisory alarm was activated. The alarms occurred while the patient was connected to the power module and battery power. No other atypical alarms or events were captured. The actual speed remained above the low speed limit throughout the log file and the device appeared to be functioning as intended. The heartmate ii lvas IFU and patient handbook provide driveline care instructions, outline indications of driveline wire damage as well as how to respond to such events and outline all system controller alarms as well as the appropriate actions associated with them. The heartmate ii lvas IFU also lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information on anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
An external splice was attempted on the driveline but it was found the patient had compromise in 2 wires. He is not a surgical candidate for exchange. No intervention was performed. Patient is currently at home.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the emergency department for gastrointestinal bleeding. Esophagogastroduodenoscopy(egd) demonstrated active blood percolating from above the oropharynx concerning for nasopharyngeal bleed. Moderate gastric antral vascular ectasia(gave) seen in stomach after radiofrequency ablation. Patient was not given any transfusions but is on humate. Upon being admitted to the emergency department a history of drive line faults were found. There were no reported pump stops or audible alarms. The patients controller was swapped out, however this did not resolve the issue and the drive line faults persisted. The external portion of the perc lead was not replaced. The phase interrupter was used to determine the red wire is broken. The patient is not a surgical candidate, so the hospital staff is working on a treatment plan. No further information provided.